Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hempro t.w. Power supply was connected and started smoking. A second device is also being tested, however, the issue with the device is unknown at this time. Update 28sept2015 - the hospital ran a test for the two generators and determined that they were in fact working within the voltage parameters. The hospital used a cable and sample device to confirm that the generators were sending current and cutting as designed. The hospital decided that the issue was not generator related but disposable device (vh-3000) related. (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25115378, 25116317 and 25116750 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hempro t.w. Power supply was connected and started smoking. A second device is also being tested, however, the issue with the device is unknown at this time. Update 28sept2015 - the hospital ran a test for the two generators and determined that they were in fact working within the voltage parameters. The hospital used a cable and sample device to confirm that the generators were sending current and cutting as designed. The hospital decided that the issue was not generator related but disposable device (vh-3000) related. (B)(4).